Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced an infection at her scs ipg pocket site accompanied with pain, redness and swelling. As a result, the patient was hospitalized (discharged on (B)(6) 2016) , the scs system was explanted and the patient received both intra-venous and oral antibiotics. As of (B)(6) 2016, the patient was doing "much better" and was receiving oral antibiotics.

Event description:
Additional information received identified that per the patient, the infection is gone and she is feeling better.